Event description:
Information received from the field does not address the patient's clinical status but notes that the device went into back-up mode post implant of an implantable cardio- verter defibrillator (ICD). The device exhibited bipolar pacing and sensing in bvvi mode. The device was programmed to odo mode until a replacement could be done.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received